Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a failed navigational ring. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 27feb2019. The manufacturer's field service engineer (fse) confirmed the reported navigational ring issue. The fse reported that the touchscreen was not functioning. The manufacturer¿s field service engineer (fse) replaced the defective front bezel and the touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.